Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker downloaded the device's electronic records for review and was able to verify the device unexpectedly powered off. A replacement power pcb assembly to resolve the reported issue is no longer available for this device. The device was scrapped by stryker per the customer's instructions.

Event description:
The customer contacted stryker to report that their device had a blank screen and was not responsive. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.